Event description:
Procedure was a repair of a right rotator cuff using expressew suture passer. A 2 mm tip of the expressew suture needle broke off in the pt's shoulder. The portion could not be retrieved through arthroscopy and the shoulder had to be opened for retrieval.